Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. The power on self test and battery testing did not identify any abnormalities related to the damaged latch roller. Visual inspection identified the damaged latch roller. To address this issue, the latch roller was replaced. The device was returned to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.